Event description:
It was reported that the patient had inadequate pain relief despite dosing increases. It was noted that the patient had a catheter dye study and MRI and no issues were seen. The patient was switched to a different pain drug for therapy because it was felt that the inadequate pain relief was related to the drug. It was later reported that the patient "reportedly developed a granuloma along the catheter." The device system was used to deliver dilaudid. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j11180r48, serial#, implanted: 2003 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that there was no increase in patient's "usual" pain and is currently stable. The patient received interventions of medicine changed-ms to dilaudid- ns consultation and serial MRI scans. The MRI lumbar spine with contrast revealed a "stable vertically oriented well defined low t2 signal intrathecal mass measuring 12x18 mm in the anterior left side of the thecal sac at the lumbosacral junction through which the intrathecal catheter passes and is compatible with a persistent catheter granuloma". It was reported the patient was given an intravenous injection of gadolinium. It was also noted that "in keeping with the prior exam there was stable appearance of the extensive multilevel fusion and pedicle screw fixation from l2 through l4 and stable posterior decompression through the lumbosacral junction".

Event description:
It was reported the patient was last seen (B)(6) 2012. It was noted she was going to let us now if she wants to completely remove the pump or replace pump and catheter. Thus far she has not informed us. It was noted there was no injury. The pump previously delivered morphine.